Event description:
The handheld and flashcard was received for analysis on (B)(4) 2014. Analysis of the handheld was completed on (B)(4) 2014. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the software was completed on (B)(4) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
On (B)(6) 2013, it was reported that this handheld device was not working properly. The screen would not accept selection of the ¿menu¿ button in the right-hand corner: the device would only beep. A hard and soft reset did not resolve the issue. The handheld device has not been returned to date.